Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the right ventricular (rv) left bundle branch lead, high and raising thresholds were observed. The rv lbb lead was explanted and replaced. No patient complications have been reported as a result of this event.